Manufacturer narrative:
A lens explant is planned. (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
The patient underwent bilateral lens implants. Following the implant, it was reported that the male patient experienced a refractive surprise with the symfony intraocular lens (iol) implanted in his right eye. Patient was hyperopic/presbyopia pre-op. Patient is now myopic approx -1 in both eyes. On the right eye, at 1 week follow up, the patient's refractive surprise was about -1.00ds again. There was no significant astigmatism and physician had ruled out biometry error also. Physician is considering explanting the lenses. This report will capture the lens implanted in right eye and a separate report will be filled for the left eye. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.